Event description:
It was reported that this right ventricular (rv) defibrillator lead exhibited high out of range shock impedance measurement of 125 ohms. There was no pacing inhibition in this single coil lead. The device was reprogrammed for optimization, raising the out of range limit to 150 ohms as recommended by technical services. No adverse patient effects were reported. The device remains in service.